Event description:
On 03/11/1998 following a left heart catheterization procedure, an angio-seal device was placed in a pt's left groin. There were no reported complications with the deployment, and the pt was discharged home on 03/13/1998. Approximately 2-3 days later, the pt presented to a different hosp with complaints of a cold and painful leg. A urokinase infusion was given without resolution of the symptoms. The pt was taken to surgery where a clot was removed four inches below the knee at the trifurcation, and a patch graft was performed. On 04/17/1998 the pt presented with a red foot. The physician diagnosed the pt with cellulitis and started him on oral antibiotics. There has been no report to the MFR of further complication or pt sequelae.